Manufacturer narrative:
The device will not returned for eval. We are unable to confirm the reported inaccurate low measurement or to determine if it could have contributed to the pt's hospitalization. No product lot number was reported therefore qualification records could be reviewed. The omnipod user guide warns "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in the user guide, call your healthcare provider immediately," and advises "you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel".

Event description:
The pt reported that she is currently in hospital and it is unk if it is due to the pod. The blood glucose meter in her pdm read 217 mg/dl while the hospital's meter was 268 mg/dl. She was informed that comparisons need to be to a laboratory result. She stated she would call back once she had a lab test. The customer was waiting for the hospital to determine the reason for her hospital visit. When she did not call back with this info, three attempts were made to reach her. She did not respond to messages left.